Event description:
Adverse event: "no patient impact" (no consequences or impact to patient). Product problem: "error message" (device displays error message). The customer reported system message e01 displayed. Another light source was used to complete the case. No patient impact was reported. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).